Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient in france contacted lifescan to report the onetouch ultraeasy meter was giving the ¿apply sample¿ icon during testing. The sr medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014 at 8:00 pm the patient noted the reported meter continued to display the ¿apply sample¿ icon during testing; he was unable to obtain a blood glucose reading. The patient took no actions due to this meter issue. Two hours afterwards, the patient experienced the symptoms of sweating and difficulty breathing. He did not seek any medical attention or treatment. The patient manages his diabetes with 20.0 units to 30.0 units novorapid insulin per day, and 19.0 units ¿slow acting¿ insulin per day. Troubleshooting revealed the patient¿s testing technique and the test strips were correct. The issue was not resolved with troubleshooting. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the meter issue. Therefore this complaint is being reported.